Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced recurrence of rectocele, obstipation, perineal scar tissue, new symptoms of sui or isd occurring with valsalva or rapid change in position, sui and overflow incontinence, small distal cystocele, intermittent incomplete bladder emptying with levator hypertonicity, straining with urination, leaking urine, urge incontinence, ua incontinence since posterior repair, slow stream with voiding, urinary leaking when standing up, difficulty having bm, hypertonicity of bladder, outlet dysfunction constipation, urine culture positive for enterobacter cloacae complex, pain in lower left rotating to lower front abdomen.